Manufacturer narrative:
Date rec¿d by MFR : 21apr2019. Philips customer support walked customer thru pressure accuracy testing and advised that flow sensor and/or da may be faulty and provided part ID for both. Customer support spoke to customer who advised that he replaced the data acquisition printed circuit board (da pcb) yesterday and it resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/25/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reports unit fails pressure accuracy test and flow test. There was no patient involvement. Event date not specified, estimate used.